Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an ipg revision procedure wherein the ipg was relocated. No device malfunction was suspected. The patient was doing well postoperatively.